Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt had been treated. The pt reported "flames and sparks came from the lv" so she "threw the lv off".

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem (device sparked and caught fire) has been investigated. As received, all gels were deployed. Upon evaluation, the belt was fully functional. There is no indication that the belt caused or contributed to the alleged sparking or flaming of the lifevest. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (device sparked and caught fire) has been investigated. As received, the monitor was able to power on and perform a treatment sequence without fault. Upon examination, there was no evidence to support the assertion that the lifevest caught fire. There was no thermal damage to the monitor. Corrosion was found on the auxiliary pca board, but the corrosion had no affect on the monitor's ability to detect an arrhythmia and deliver a treatment. The root cause of the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the auxiliary pca board. The pt had ended use and did not require replacement equipment. Device manufacture date: 3000 belt: 05/2010; 3100 monitor: 10/2008.